Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout the inner insulation integrity test was within normal limits. Visual inspection of the outer insulation integrity revealed a puncture hole through the insulation. The puncture hole appears to have been likely due to a needle or sharp point, which likely contributed to the clinical observation of oversensed noise. However, the fracture allegation was not confirmed, as the lead exhibited normal resistance measurements, with no discontinuities in either the inner insulation integrity and/or the conductor. Boston scientific concludes that the clinical observations were the result of needle/sharp point present in the outer insulation integrity, which was most likely caused by induced damage during the procedure.

Event description:
It was reported that during a cardiac resynchronization therapy system implant procedure, the physician observed significant over-sensed noisy signals from this left ventricular (lv) lead. It was confirmed to be positioned appropriately, and the artifacts did not disappear when attempting to use different pacemaker system analyzer cables or trying other sensing vectors. The physician suspected a potential lead conductor fracture and subsequently exchanged the lead to resolve the event. No adverse patient effects were reported. This lv lead has been received for analysis and is pending the investigation conclusion. Once the investigation is completed, this record will be updated with results.

Event description:
It was reported that during a cardiac resynchronization therapy system implant procedure, the physician observed significant over-sensed noisy signals from this left ventricular (lv) lead. It was confirmed to be positioned appropriately, and the artifacts did not disappear when attempting to use different pacemaker system analyzer cables or trying other sensing vectors. The physician suspected a potential lead conductor fracture and subsequently exchanged the lead to resolve the event. No adverse patient effects were reported. This lv lead is expected to be returned for analysis.